Event description:
Additional information: the patient's pump speed increase on 27apr2023 was for hemodynamic optimization. There was no evidence from log file analysis or on the controller history that the pump had stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no images were submitted and the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The submitted log files contained overlapping events spanning from (B)(6) 2023 through (B)(6) 2023, per the timestamps. The reported speed change was captured on (B)(6) 2023. On (B)(6) 2023, numerous low speed advisories were captured due to the pump speed being set lower than the low speed limit. Many of the low speed advisories were accompanied by low flow alarms. These events appeared to be consistent with the outflow graft stenting procedure. The pump appeared to operate as intended at the fixed speed. No other notable events or alarms were captured. The reported pump off alarm was not captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 1 along with section 6, ¿patient care and management¿, outline pump parameters, including pump speed. Section 1 also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 of the IFU, ¿system monitor¿ addresses how to determine the optimal fixed speed. The selected speed may be adjusted based on clinical judgment regarding the desire for periodic aortic valve opening and a palpable pulse. To accommodate normal shifts in volume and hemodynamic status, the fixed speed should generally be set at least 400 rpm below the maximum fixed speed. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having fatigue, headaches, and dyspnea after pump speed was increased from 5500rpm to 5600rpm for hemodynamic optimization on (B)(6) 2023. A review of the log file found no unusual events. The patient was evaluated for a potential outflow graft thrombus. Outflow graft stenting was performed and post-procedure a brief pump off alarm was noted. A review of the second set of log files provided revealed low flow and low-speed readings during the graft stenting procedure on (B)(6) 2023. The log did not contain any pump off alarm recording at any point in the log. The pump appeared to be operating normally prior to and after the procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.